Manufacturer narrative:
The sample clotting time was found to be too short. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys cea assay on a cobas e 411 immunoassay analyzer. The sample initially resulted in a cea value of 30.2 ng/ml and this value was reported outside of the laboratory. The result was questioned since it was much higher than expected. The sample was repeated at another site using an unknown roche analyzer on 16-jul-2021, resulting in a cea value of 15.2 ng/ml. The sample was also repeated seven times at the customer site, resulting in the following cea values on (B)(6) 2021: 15.80 ng/ml, 15.70 ng/ml, 15.67 ng/ml, 16.09 ng/ml, 14.76 ng/ml, 15.84 ng/ml, and 15.81 ng/ml. The cea reagent lot number was 500058. The reagent expiration date was requested, but not provided.